Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar forceps instrument was not moving and grasping tissue correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument. Failure analysis (fa) confirmed and replicated the customer reported complaint. The mbf instrument was found to have a broken input disk. Input disk number seven was found completely detached from the base of the housing. Further evaluation found the instrument had corrosion on the instrument bearing. The pitch and grip input disk bearing exhibited orange discoloration.